Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer support engineer inspected the device and run an extended self test and short self test.

Event description:
Covidien received information stating that the customer shut down the ventilator while connected to the patient as the patient was being moved for a surgery. When the ventilator was powered back on, the ventilator was in inoperative condition. There was no patient connected to the ventilator at the time of the event.